Event description:
Customer called to report that their reservoir was empty and did not receive any delivery alarms. Troubleshooting was performed. The pump did not alarm. It stated that no leaks were detected. Customer was feeling uncomfortable with the device and requested a replacement.